Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Per cnf, it was reported that: event; it was difficult to insert the guidewire. What type of guidewire was used?; starter. If the guidewire was a bsc device, please indicate the lot or j pos number; same report. Did it occur during the initial insertion of the guidewire into the catheter?; yes was the catheter not deployed without inserting a guidewire?; no issues noted. Please indicate the details about the circumstances leading to the occurrence of the event; the wire did not move smoothly from the time it was initially inserted. There was no improvement despite replacing the wire, so the farawave was replaced and the event was resolved, and the procedure was resumed. Infected: no. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation catheter used. Other used. Product return expected: no. Product availability comment: discard in facility.